Event description:
A doctor's office reported a patient was seen for complaints of inflammation, redness, soreness and tenderness around her left eye. Upon examination, the doctor observed 2+ cells in the anterior chamber, bulbar conjunctival injection of 2+, as well as stromal haze of 2+ in the cornea. Patient was diagnosed with iritis and limbal keratoconjunctivitis. She was treated with tobradex and returned for a follow-up one week later. During the follow-up visit, the patient stated her eye was feeling better. There is no permanent decrease to visual acuity. Patient was subsequently switched to a different brand of contact lenses she was instructed to continue with treatment for about one week and return to the office if needed. The patient did not have a follow-up visit.

Manufacturer narrative:
The contact lens involved in the event was discarded. A review of the lot device history records show that all requirements were met. Based on all information, no causal factors can be determined and no conclusion can be drawn.